Manufacturer narrative:
The device was not returned to stryker for evaluation, therefore, a root cause could not be established. The customer received a replacement battery and lid to resolve the reported issue. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that their device's lid magnet was missing. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.